Manufacturer narrative:
Additional follow up information was obtained from the surgeon: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulators were unable to be moved. The procedure started robotically, while working within the surgeon side console (ssc), it was noted that one of the universal surgical manipulators (usm) had continued resistance. The bedside assistant troubleshooted the usm and cannula at the bedside. No internal or external collisions were identified. The usm resistance continued to be felt at the ssc. There was no bleeding due to the usm issue or vessel injury. There was concerned for patient safety, and it was decided to convert the procedure to a laparoscopic approach. One additional port site was placed at the epigastric area to proceed and was completed laparoscopically. The surgeon continued to use the da vinci system for the remaining procedures that day, without complication, specifically no further reports of usm issues after the initial procedure. The patient is recovering well with no reports of any postoperative complications.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulators were unable to be moved. The procedure was converted to a laparoscopic approach due to bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The reported event was addressed with phone support. No site visit was conducted as the customer indicated that the system had been working properly without issue for several cases. The event investigation is in progress.